Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the cause of the peritonitis cannot be firmly established. However, the patient¿s pd nurse reported the event may be related to a breach in aseptic technique, which is well-known and frequently encountered risk factor for peritonitis in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During follow-up, the patient¿s pd nurse stated that on (B)(6) 2021, the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital (date unknown) which yielded an elevated white blood cell count (result unknown) and no organism growth. During hospitalization, the patient was treated with the antibiotic vancomycin (unknown dose) intra-peritoneal (ip). Additional details surrounding the patient¿s hospitalization are unknown as no discharge summary was available. Subsequently, on an unknown date, the patient was discharged home continuing antibiotic treatment with vancomycin and fortaz ip. The patient was reportedly recovering and continued pd treatment with the same cycler without any issues. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the cause of the peritonitis was unknown. However, it was reported the event may have been related to a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.